Event description:
Platelet infusion being prepped for patient, attached to saline to prime, the rn went to squeeze the chamber of the tubing to fill it all the way, and the chamber cracked and squirted platelets and saline out.this did not reach the patient and incident did not cause any harm.